Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power flag captured in the log file was confirmed based on the recorded information. The data log file ((B)(4).log) provided by the customer contained approximately 11+ days of events, recorded from (B)(6) 2018. The information recorded in the log file revealed that the system maintained the desired set speed with no interruptions, the recorded power ranged between 5.7-12.2 watts, the flow estimation was 5.1-12 lpm, and the average pi was 1.9-5.7. The majority of the recorded events associated with routine system operation where the power cable disconnected alarms were associated with power exchange events. The elevations in pump power corresponded to 158 pi events across the log file. The data captured on november 13 at 08:25 pm revealed that there were brief low battery hazard, no external power and ebb in use alarms recorded. The associated voltage levels indicated that the controller was operating on the mpu prior to and after the no external power/backup battery in use events. It should be noted that the system support was not affected during this event. The mobile power unit was not returned for evaluation and remained in use. The specific root cause of the no external power event recorded in the log file was unable to conclusively be determined. To date, the mobile power unit associated with this complaint was unavailable for an evaluation and the complaint file will close accordingly.

Event description:
The account communicated that the mpu is currently operational. It is not known is the power cord came out of the wall or the back of the mobile power unit (mpu). There was no identified cause to the power or flow elevations. No additional information was reported.

Manufacturer narrative:
Approximate age of device -1 year, 3 months (calculated from the date when the mobile power unit was issued to the patient) the patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that analysis of a log file submitted to the manufacturer's technical service representative revealed a no external power alarm while the vad was connected to a mobile power unit (mpu). This event may have been caused by the mpu's power cord coming loose from the back of mpu or the wall outlet. There was no reported adverse impact to the patient due to the event.